Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in the ICU, intubated. Undersensing on an ICD was observed. Review of the egm showed an irregular vf strip. It was also noted that there was binning in multiple zones including numerous null beats/events, instances of returning to sinus while still in vf. The patient expired. No further information is available at this time.